Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a cut pulse wire inside the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause for the test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged wire. The last to use this belt did not report any deficiencies.